Manufacturer narrative:
Additional manufacturer narrative aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration (svd). Stenosis of an implanted valve may also be a manifestation of svd. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that fifteen (15) years, ten (10) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe bioprosthetic valve failure of asymptomatic stenosis with aortic regurgitation. A 26mm transcatheter valve was implanted and tee revealed proper placement, mild aortic regurgitation, and no gradient across the newly implanted valve. The patient was transferred to the ICU in stable condition.